Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter was damaged / defective on march 26, an intravenous indwelling needle was punctured for a patient, the fluid did not drip after removing the steel needle, there was no redness or swelling of the punctured skin, and the front end of the hose was found to be ruptured after removing the hose.

Manufacturer narrative:
1. DHR/bhr review (lot#2263943): 1) the products of this batch were assembled at intima ii auto line 4 in sep 2022 and packaged at r245 package line in oct 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products is 2237098, review the incoming inspection results, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for appearance inspection and flow test, and the test result are all within the product specifications. 4. Gripping jaws in the process of product assembly, irregular loosening of needle core and repeated puncture during the use of the product, will cause damage and rupture to the catheter. If the catheter is damage and rupture in the vein, clotting may occur, causing the catheter to be blocked. The IFU of the product indicates that never reinsert the needle into the catheter, as it may damage the catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.